Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. DHR review was performed. Device was 30 months old and is not out of box failure. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Upon receipt, the eccentric system was malfunctioning. Additionally, the locking system had a lock nut unscrewed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2:foreign-spain. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device works intermittently, stopping suddenly. No patient involvement. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported.